Manufacturer narrative:
The reported events of low pacing impedance and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed low pacing impedance and high capture threshold on the right ventricular (rv) lead and high capture threshold on the left bundle branch area pacing (lbbap) lead. During lead revision it was noted that the lbbap lead was dislodged. The physician elected to explant the rv lead and lbbap lead. The patient condition was stable before, during, and after.